Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead and the right ventricular (rv) lead were explanted due to infection. The procedure was completed successfully, and no additional adverse patient effects were reported.